Event description:
The customer observed biased ammonia qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were reported. There was no report of patient harm as a result of this event.